Event description:
It was reported that this pacemaker oversensed noise resulting in pacing inhibition and asystole of seven seconds. The patient is pacemaker dependent and as a result of the pacing inhibition became syncopal. Technical services (ts) recommended lead integrity testing and close monitoring of the patient.